Event description:
It was reported that the biomed had the arctic sun device that was failing calibration for error 5 (inlet pressure out of range) and they were able to conform it after removing the calibration test unit (ctu). The inlet pressure did not drop below -0.8 psi, gave pricing information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty manifold assembly. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was failing calibration for error 5 (inlet pressure out of range) and they were able to confirm it after removing the calibration test unit (ctu). The inlet pressure did not drop below -0.8 psi, gave pricing information. Per follow up information received via phone on 18jul2024, it was reported that they replaced the manifold assembly and adjusted the flow rate. This resolved the issue, and the device was returned to service.